Manufacturer narrative:
A clinical investigation was performed and reviewed by fmc associate medical director. During a follow-up call, the pd nurse stated that the pt was not connected to the machine at the time of his death. The pt was completing pd treatments manually. The pd nurse provided the pt's extensive medical history. The reported peritonitis event predated any cycler problems or issues. The death certificate was unavailable, but the pd nurse verbalized that the pt's significant medical history was a contributing factor. The clinical investigation concluded that there was no info that would suggest that the cycler caused or contributed to the pt's death. The actual device was returned to the MFR for physical eval and a product investigation was performed. A visual inspection was performed and the device was in good condition. A stimulated treatment was completed without any alarms or noted problems. The machine passed a scale calibration check, the current leakage test, the pt sensor calibration, and the system air leak test. The device was determined to be functioning according to product specifications. Further eval found no device malfunctions that would have caused the reported pt's death. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
During a call to review a supply order from the peritoneal dialysis (pd) pt, the pt's wife reported that the pt had passed away early monday morning on (B)(6) 2012. The pt's wife sated that the pt had experienced a lot of issues and infections while using the liberty cycler and she alleged those problems had caused his death. The pt's cycler was replaced previously on (B)(6) 2012.